Event description:
The physician reported that a patient¿s device showed high lead impedance. X-rays were performed and the physician assessed no noticeable lead fracture. No known surgical intervention has occurred and no other relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed ni for brand name. Implant date, corrected data: initial report inadvertently listed ni for implant date. Event problem: (B)(6). (B)(4).

Event description:
X-rays were received by manufacturer and reviewed for the report of high impedance. The feedthrough wires appeared intact at the connector pins, and the lead pins were fully inserted. The lead wires appeared intact at the connector pins. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. There was a portion of the lead that appeared tangled above the generator with no visualization of damage; however, the visibility of the x-ray was poor in this region. Based on the images provided, there was no obvious cause for the high impedance. Note that the portions of the system that were not present in the images could not be assessed and the presence of micro-fractures could not be ruled out. No known surgical intervention has occurred and no other relevant information has been received to date.

Event description:
The patient's lead was replaced due to the high impedance and the generator was replaced prophylactically. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: settings and diagnostic results inadvertently left out.